Event description:
Information received that the head was not going up. No injury reported.

Manufacturer narrative:
Technician found that the CPR linkage was too tight causing head not to go up loosen linkage at CPR to resolve this issue.